Manufacturer narrative:
(B)(4). Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that when the nurse went to activate the safety after giving an injection with the suspect device, the needle fell off and stuck her foot. Post exposure testing was performed.